Event description:
It was reported that a hard disk failure occurred on the tower of the central station, leading to a loss of monitoring for telemetry pts being monitored at that central station. No pt injury or death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
The exact date of event is unk. The issue occurred either late evening on (B)(6) 2009, or early morning (B)(6) 2009.